Manufacturer narrative:
The field service representative (fsr) replaced the power manager assembly and the power supply. In addition, the fsr reported that the manufacturer trained biomedical technician (bmet) replaced the batteries onsite. The unit operated to the manufacturer's specifications. The suspect parts will be sent back to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a 'battery cannot be charged/full back up may not be available' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During additional laboratory analysis, the product surveillance technician observed proper battery charging function on the power manager with partially discharged batteries. The system successfully switched to and from battery power, and there were no functional issues. The power supply was also tested an additional three times and all measured values were within the expected limits. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the power supply fault signals between the red connector (/good) and black connector (-) on the power supply to be reading 0.1145 voltage direct current (vdc), which is failing. Between the blue connector (/good) and black connector (-) the reading was 0.000 millivoltage direct current (mvdc) which is also failing. He also observed three resistors on the power manager board to be reading zero kilohms, demonstrating the resistors to be open. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d10.